Event description:
The account reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt reported not being able to see well and the surgeon attempted to reposition the lens. The repositioning was not successful and the lens was then successfully exchanged for a different diopter crystalens (17.0 d). The account was unable to provide the pt's bcva prior to and after the lens exchange. The info on the diopter used to replace the lens suggests the event is a refractive error, however, this report is being filed on the basis of unk cause.